Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The procedure was completed with 190 scope.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the video connector latch was worn out causing a poor connection to scope end. The unit was equipped with outdated software and a new version switch. There were minor scratches noted on the unit¿s top cover. The customer¿s complaint of no image was confirmed due to faulty patient board set.

Event description:
The service center was informed that the clv-190 would not display an image when connected to a 180 series scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the probably causes for the equipment issue was as follows: ¿ no image (when 180/160 scope was used) since this product was a product prior to countermeasures due to a change in the op-amp circuit design of the dr board, it is assumed that there are no images due to a failure of the op-amp. ¿ worn scope connector lock it was presumed that the device has been in the process of more than 5 years since its manufacturing and that the connector locking part has been worn due to its prolonged use. ¿ software ver is not up to date the legal manufacturer assumed that there was no opportunity to update the software because there was no problem with the previous version of the software.